Manufacturer narrative:
Investigation complete, b5 and h codes updated to reflect the findings.

Event description:
It was reported that while a septic patient was being transported, the ambulance made a turn, resulting in the patient rolling off the cot and becoming wedged between the powerload and the cot. Additionally, the patient was reported to have compromised skin tissue on their back. Upon further communication with the user facility, it was reported that the siderails were left down and the shoulder restraints were not used. It was reported that the patient expired some time after this event took place. It has not been confirmed whether the cot contributed to the patient expiration, but the user facility stated the patient's condition was exacerbated by the event. Multiple attempts were made to gather additional details, and the coroner's report, but the user facility has not responded to these attempts.

Event description:
It was reported that while attempting to unload a septic patient, the patient rolled off the cot and was wedged between the powerload and the cot. The patient was reported to have compromised skin tissue on their back which was punctured by the head extension of the cot. Upon further communication with the user facility, it was reported that the siderails were left down and the shoulder restraints were not used. It was reported that the patient expired some time afterward, and it is currently unknown whether the cot contributed to the patient expiration. The customer stated they will provided more information once it becomes available.